Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported that over 3 months after the dental implant and abutment were placed in ada site 29, loss of osseointegration was verified. Patient presented with type iii bone. Clinician noted bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that over 3 months after the dental implant and abutment were placed in ada site 29, loss of osseointegration was verified. Patient presented with type iii bone. Clinician noted bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.